Event description:
Doctor was observed and it appeared as though the blade was not coming through the shield and there was no "click". The doctor commented "the blade does not come through the sheath".